Manufacturer narrative:
The customer did not supply any patient demographics such as age, date of birth, sex or weight. There is no evidence that the access accutni+3 reagent was returned for evaluation. A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. In conclusion, preanalytical issue will be implicated as the likely cause of this event as per the accutni instructions for use, customers need to "remove any residual fibrin or cellular matter. Failure to do so can contribute to falsely elevated results."

Event description:
The customer reported obtaining a non-reproducible elevated troponin I (access accutni+3) result for one (1) patient involving the laboratory's access 2 immunoassay system serial number (B)(4). The initial access accutni+3 result recovered above the assay's normal reference range on (B)(6) 2016. Due to this elevated access accutni+3 result, the patient was admitted to the hospital. On (B)(6) 2016, the customer reanalyzed the patient's sample one (1) additional time on the same laboratory's access 2 immunoassay system serial number (B)(4) and obtained one (1) lower result within the assay's normal reference range. There was no report of additional change to treatment in conjunction with this event. Calibration, quality controls (qc) and system check were performing within assay and instrument specifications. No hardware errors, flags or other assay issues were reported in conjunction with this event. The patient's sample was collected in a plasma tube and was centrifuged for three (3) minutes at room temperature. Regarding sample quality, the customer reported there was fibrin in the tube.